Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 400 mg/dl and a manual injection was administered to address the bg level. Supply changes were performed after each occlusion alarm and the occlusions continued. A system check was performed using the current supplies and the occlusion was found within the cartridge. The customer performed a cartridge changed and an additional occlusion alarm was received during bolus delivery. Reportedly, the customer uses apidra insulin within the cartridge. Tandem technical support informed the customer that apidra insulin was contraindicated to be used with the pump. Manual injections were to be used for insulin therapy until the customer received humalog insulin the following day. A follow-up call was declined by the customer.